Event description:
Pt developed pain at insertion site during infusion of anti-fungal agent amphotericin. Flow study done within 24 hrs revealed "crack" line. Pt was told it was a "MFR's defect." Pt received new venous access device.